Event description:
Info received indicates the head section of the bed will not lower.

Manufacturer narrative:
The tech isolated the issue to a head section gas spring. He replaced the gas spring to repair the stretcher.